Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's father reported that he was not able to start the infusion device on (B)(6)2009. He stated the infusion device shut down without displaying an a2 (battery low) or e2 (battery depleted) message. The patient switched to the backup infusion device. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.